Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, rubber insulation on the jaws started to peel off. A second device was opened to finish the case. No patient injury or complications from the event.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2, rubber insulation on the jaws started to peel off. The insulation did not completely fall off, it started to peel off as stated above so no retrieval was necessary. A second device was opened to finish the case. No follow up was necessary. No patient injury or complications from the event.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /13/22). The device was returned to the factory for evaluation on 03/18/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the flexed heater wire. The heater wire was observed to be detached at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. Blood was observed on the harvesting device handle. Based on the returned condition of the device the reported failure "peeled;jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire".